Manufacturer narrative:
A follow will be provided when additional information become available. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported a significant rise in delta pressure, during patient treatment, increasing from 120 mmhg to 150 mmhg. Additionally, a negative pressure of -30 mmhg was noted, with a blood flow of 2.5 l/min at 2000 rpm. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. Complaint (B)(4).

Manufacturer narrative:
It was reported that there were a high delta p. The cardiohelp was exchanged during treatment. No harm to any person has been reported.as the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed.a getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.the related hls set was scrapped and is therefore not available for investigation.thus, the root cause remains unknown.however, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: wrong pressure information e.g.: - disturbed (emi) pressure sensor - response time is too long - too high / low atmospheric pressure - defective disposable pressure sensor.according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). According to the IFU, chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The device was manufactured on 2015-09-16.the review of the non-conformities has been performed on 2025-07-03 for the period of 2015-09-16 to 2025-06-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "high delta p" could not be confirmed.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).